Manufacturer narrative:
Method: the complaint rt041m non-vented hospital full face mask was not returned to fisher & paykel healthcare (fph) for evaluation. Therefore, our investigation is based on the information provided by the hospital and our knowledge of the product. Results: the hospital staff reported that the mask was firmly fixed to the patient. We were unable to perform a lot check as no lot number was provided. Conclusion: we are unable to determine the root cause of the problem reported by the customer. However, the reported pressure sores are most likely due to over tightening of the mask. Since the reported incident a fph representative has visited the hospital and discussed the correct fitting of the rt041m masks. The fph representative has been to the hospital to provide a training session on the correct fitting and sizing of fph hospital masks. The user instructions that are supplied with the rt041m masks illustrate the correct fitting of the mask to a patient and also state: -"this mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff." -"if the patient experiences skin irritations, consult physician."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a patient presented a pressure ulcer after using the rt041 non vented face mask for 65 days. The hospital further reported that the patient previously had sepsis and copd. No medical or surgical intervention was required.